Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information received on 28 april 2023 and section h11 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components evaluated, the customer responded but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. The device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation secondary findings was observed. Dust is observed. There was 1 error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated.